Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported a patient underwent a hip arthroplasty procedure on an unknown date. During the procedure, a thread was fractured on the instrument. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Product left conforming to print as there was no evidence that states otherwise. The thread of the product's end bolt was fractured. There are several possibilities for the cause of the fracture; therefore, not enough information is available to definitively identify the root cause. As the instrument has been utilized for more than four years, such failures are not uncommon. Based on these results the complaint has been confirmed.